Event description:
It was reported that patient experienced paralysis in the lower half of their body. As a result, the entire system was explanted to address the issue. Exact date of explant is unknown. It is unknown which lead was impacted.

Manufacturer narrative:
Exact date of explant is unknown. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000124577. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete event, patient, and device information.